Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the geocal file on the imaging system was not updated properly. The representative reported that the geometry file was updated and signed off on to restore functionality to the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic radiologic technologist (rt) reported that, while outside of a procedure, an imprecision was observed when calibrating the imaging system. The representative reported that re-calibration did not restore precision. A second medtronic navigation system was reported to be precise when used alongside the imaging system. There was no patient present when this issue was identified. No additional information was provided.